Manufacturer narrative:
(B)(4). Concomitant product(s): cmk mod 12/14 sz202 l130 lot#0001112237 item#3553.202, ststl fem hd dia28/ 0mm 12/14 item#p0201m28 lot#00j3731063, e1 ringloc bipolar 28x45mm item#110010454 lot#144080, cobalt hv bn cmt 40gjapan lot#944610 item#402282j. Complaint was evaluated, and the reported event could not be confirmed due to limited information received from the customer. No products were returned; therefore, the visual and dimensional inspection was not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be identified with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-03763, 0001825034-2017-08975.

Event description:
It was reported that the patient expired during a bipolar hip hemi-arthroplasty procedure, after the patient's blood pressure dropped suddenly. It is not believed that the products contributed to the patient's death, however, cause of death remains unknown. No further information has been provided.